Event description:
It was reported that the device reached elective replacement indicator (eri) in 5 years and 7 months due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The device actually met 74% of the expected longevity. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
This supplemental regulatory report has updates from the duplicate and redacted regulatory report 9614453-2013-02641.

Manufacturer narrative:
Mfg. Report number 9614453-2013-02641 is a duplicate of mfg. Report number 9614453-2014-00705 and therefore, the deletion of mfg report number 9614453-2013-02641 accordingly is requested.